Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and absence of no delivery from the insulin pump. The customer's blood glucose reading was 401 mg/dl. The customer treated with injection. The customer tested for ketones and was fine. The customer stated that his pump did not alarm no delivery due to his continuous glucose monitor. The customer did not have tubing clamps to complete the hp test. The customer will call back to troubleshoot.